Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomedical engineer troubleshot the issue with ge healthcare technical support. The customer replaced the bag to vent switch as instructed by ge healthcare technical support to resolve the reported issue.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.